Manufacturer narrative:
Method of evaluation: review of the device history record for strattice lot s10086. Query of lifecell complaint system for any other complaints against the devices distributed from lot s10086. Results: review of the device history record for ltm lot s10086 revealed no deviations that would have an impact on processing steps associated with risk of infection to the patient. To date, 9 devices processed and released for distribution from this lot, were distributed. To date, there were no issues or other complaints have been reported to lifecell for lot s10086. Conclusions: the investigation of this event is in progress; we are waiting for additional information that lifecell requested from (B) (6), to evaluate if the infection is related to the strattice.

Event description:
Lifecell sales rep reported that the patient of (B) (6), underwent ventral hernia repair procedure (date of original surgery is unknown, at this time), with strattice. Initially when implanted, the strattice was placed above peritoneum and not placed in direct contact with the bowel. It was also reported, as follows: strattice was "sluffing" off in the middle of the graft (date is unknown); the edges of the graft were intact and still strong. The patient developed an infection after the surgery (date is unknown) but it was cleared, after antibiotics treatment. The graft was taken out and discarded by the hospital; there was no other material implanted.